Manufacturer narrative:
(B)(4). The handle/inserter with the fractured anchor was received; however, the tip of the anchor was not returned. A visual inspection indicated that the suture threader was missing and the retention suture is unattached. The anchor was confirmed to be broken at the distal tip. Although the complainant indicated that the device had not been used, the photo of the distal tip appeared to show a torsional or impact breakage of the anchor. Inspection of the broken edge of the proximal portion of the anchor did not yield additional information regarding the nature of the breakage. This condition is inconsistent with an out of box failure. While we can confirm the breakage, the cause of the breakage cannot be determined. A review of the device history record was performed which identified no issues that could have contributed to the reported issue. A complaint history review was conducted, and did not identify additional complaints for this lot number on file. Based on the review of documentation and the inspection of the returned portion of the device, no root cause related to the manufacturing process can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder arthroscopy utilizing the footprint ultra pk suture anchor, 4.5 the product came out of the box with a broken suture. A back-up device was available for use. Pictures provided show that the anchor is broken and not the suture. It also appears as though there is biomaterial on the device, however the account states that it was not used. There is no loaded suture on this device, only a retention suture for positioning. No patient injury or other complications were reported.